Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. The customer tried to treat with a few bolus attempts but received no delivery alarms each time. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was successful. The customer rewound the pump and was advised that the pump was working as designed. No products were shipped or returned.